Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The pump was connected to a power source and was able to be turned on after charging for an hour. The customer's blood glucose level was impacted (250-252 mg/dl). The customer administered a bolus. Reportedly, the customer would continue use of the current pump until the replacement pump was received.